Manufacturer narrative:
Patient¿s height reported as (B)(6). Date of event: date of postoperative plate breakage is unknown. Implanted date: original implant date is (B)(6) 2017; exact date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Concomitant medical products: therapy date is (B)(6) 2017; exact date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of a medial distal tibia plate and nine screws on (B)(6) 2017 due to nonunion. The plate and six 3.5 cortical and three 3.5 locking screws were originally implanted in february 2017 due to a workman¿s compensation injury. The nonunion was discovered post-operatively via x-ray on an unknown date and the surgeon requested revision surgery. By the time the revision surgery could be scheduled through workman¿s compensation, the plate and two cortical screws were broken (heads of the screws were broken off). The revision surgery was successfully completed with no delay. The patient was revised to a tibial nail with good outcome. Concomitant devices reported: 3.5 locking screws (part# unknown, lot# unknown, qty 3), 3.5 cortical screws (part# unknown, lot# unknown, qty 4). This report is for one (1) 3.5mm lcp low bend medial dstl tibia plate/8h/left/161mm. This is report 1 of 2 for (B)(4).